Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving gablofen 2000mcg/ml for a total dose of 1200mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 patient was admitted to the hospital with symptoms of severe intrathecal baclofen (itb) withdrawal and an alarming pump. Pump was found to be empty. Patient's refill had been mistakenly scheduled for one month after alarm date. It was noted there was no external/environmental/patient factors that may have caused, contributed, or led to the issue. It was noted that the pump was refilled and the patient's symptoms resolved quickly. It was noted patient was discharged to go home. T was noted that the issue was resolved and the patient's status at time of report was "alive-no injury." It was noted no surgical intervention occurred or and no surgical intervention was planned. Patient's medical history included cerebral palsy and cognitively intact.